Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal the the stent appears to be damaged and had moved on the delivery device. No pt injuries or complications were reported.